Event description:
It was reported that the patient presented in the clinic for a device and wound check post lead revision. It was noted that the patient presented with redness and swelling at the device site, also it was noted that the device site was infected. The patient was admitted to the hospital. The system was explanted and replaced. The patient was stable during and post procedure.